Manufacturer narrative:
The returned device was evaluated. During evaluation the battery was found to be defective and does not charge, therefore the unit was able to power on only when using ac power. The battery showed signs of heat damage to the black outer wrap. The battery potentially failed due to overheating. The returned radical docking station was verified to not have the upgraded fan cable assembly, which provides constant power to the fan to address the heating issue. The docking station passed hi-pot testing and no electrical safety issue was present.

Event description:
It was reported that the user notified that the head nurse that he received a small electrical shock during handling of the unit. Additionally, the user observed an overheating of the device. No consequences or impact to patient.